Event description:
With an estimated (B)(6) patient on board, the ambulance cot allegedly came unlocked within the fastener channel and rolled a matter of inches to the back doors. The attending medic attempted to force the cot back into the locked position; however, after traveling a few blocks the cot became loose again. The transport was stopped and another ambulance was called to continue the transport. The cot was loaded into the second ambulance and while going up an incline again became unlocked within the fastener. The medics were able to hold the cot in position during the drive to the hospital. The medics stated the patient experienced increased anxiety but they were able to calm her. There was no injury to the patient or attending medics. Customer-provided photographs of the cot post showed a damaged post that had bent inward. The customer stated the patient's residence has a downhill driveway and it is difficult to control the speed of the cot at all times as it goes into the vehicle's channel fastener. A forceful impact on the pins and post could cause the damage consistent with damage shown in the photographs. An investigation has been initiated and the cot will be returning to the manufacturer for full evaluation.

Manufacturer narrative:
A replacement cot was provided to the complainant and the subject cot was returned to manufacturer for further evaluation and testing. A visual and functional evaluation was conducted by the product engineering team. The team conducted several loading scenarios both with weight and without weight and they were able to duplicate the complainant's allegation with weight on the cot. Upon further review, it was determined the pud on the cot had migrated toward the foot end of the cot enough to allow for a potential false lock into the fastener when weight was applied to the cot. An internal corrective action was initiated to continue investigation of the root cause and to determine if a design enhancement could mitigate this issue. A risk analysis was conducted by the engineering team and it was determined the risk associated with this reported incident would represent an improbable probability of the hazardous situation leading to harm to the patient or user.

Event description:
With an estimated (B)(6) patient on board, the ambulance cot allegedly came unlocked within the fastener channel and rolled a matter of inches to the back doors. The attending medic attempted to force the cot back into the locked position; however, after traveling a few blocks the cot became loose again. The transport was stopped and another ambulance was called to continue the transport. The cot was loaded into the second ambulance and while going up an incline again became unlocked within the fastener. The medics were able to hold the cot in position during the drive to the hospital. The medics stated the patient experienced increased anxiety but they were able to calm her. There was no injury to the patient or attending medics. Customer-provided photographs of the cot post showed a damaged post that had bent inward. The customer stated the patient's residence has a downhill driveway and it is difficult to control the speed of the cot at all times as it goes into the vehicle's channel fastener. A forceful impact on the pins and post could cause the damage consistent with damage shown in the photographs. An investigation has been initiated and the cot will be returning to the manufacturer for full evaluation